Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this system was removed due to infection and erosion. Lumax 540 dr-t, (B) (4), MDR 1028232-2010-00823. Setrox s 53, (B) (4), MDR 1028232-2010-00825.